Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. The manufacturer¿s customer specialist confirmed the reported damaged manifold issue. Replacement device shipped on 11mar2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a damaged o2 manifold defect found on arrival. There was no patient involvement. Event date not specified, estimate used.